Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the lead alert triggered due to high/undefined right ventricular (rv) lead coil impedances. Additionally, the patient complained of chest pressure, and it was suspected that the right atrial (ra) lead had dislodged. The patient was found to have experienced pericardial effusion. The leads remain in use. No further patient complications have been reported as a result of this event.